Event description:
Add'l info from the hcp reports the pt had no actual withdrawal symptoms. The pt was put back on the oral morphine. The pt is now off the oral morphine and the hcp is titrating the intrathecal morphine. The pt is reported to be doing much better, but is not back to baseline.

Event description:
The hcp reported the patient has been experiencing decreased pain relief and opiate withdrawl. Dye studies were done twice and reproted as "dye in intrathecal space and behind pump in pocket." The pump was explanted due to a questionable pump malfunction. It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.